Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that three closure devices were all deployed and fully recaptured due to failing to meet release criteria. Effusion sweeps were performed following every device exchange, all of which were negative. After the final recapture of the last 33mm closure device, a small pericardial effusion was noted on the transesophageal echogram. Patient was asymptomatic and no interventions were performed. The effusion was suspected to be caused by the multiple deployments and recaptures. Patient is in good condition and was discharged home without further complications. No device was implanted.